Manufacturer narrative:
The reported multifix s-ultra 5.5mm knotless anchor device, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, ¿during a rotator cuff repair, on insertion of the anchor, the tip of the anchor bent as the surgeon was hitting into the bone. Nothing broke inside the patient but an additional hole had to be made to complete the procedure.¿ the visual evaluation shows the device has been deployed. Anchor, screw and sleeve were returned with the device. The tip of the anchor is bent. The device is intended for single use and functional test is not possible. Customer¿s complaint was confirmed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) excessive probing. (2) misalignment of implant during insertion. (3) shallow bone hole. The instruction for use (IFU, pn 65101 rev. C) was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The IFU states: when required use only the approved bone punch or bone tap instruments. Use of other ancillary instrumentation may compromise implant insertion and/or retention. Use care to properly align the implant and inserter handle with the bone hole during pound-in. Avoid excessive probing. Do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant. Care must be taken to avoid creation of a shallow bone hole. A proper hole depth is accomplished when the punch is advanced to the 25mm mark. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a rotator cuff repair, on insertion of the anchor, the tip of the anchor bent as the surgeon was hitting into the bone. Nothing broke inside the patient but an additional hole had to be made to complete the procedure. A backup device was available to complete the case with no delay or patient injuries.